Event description:
During an implantation attempt, the physician reported a measured pacing impedance of > 3100 ohm for the subject lead utilizing a psa. Another lead was implanted instead.

Manufacturer narrative:
(B) (4). Conclusions: the abnormally high pacing impedance, as described by the physician, was not reproduced during the laboratory analysis; the pacing impedance that was measured under laboratory conditions was determined to be 494 ohms. The blood infiltration as identified in this case does not affect the pacing impedance, since the lead is unipolar. It is hypothesized in this case, that the high measurement of pacing impedance was as a result of a bad connection of one of the psa electrodes. The analysis also identified damages to the lead body and tip consistent with abnormal tension applied to the device; detachment of polyurethane sheath from the underlying silicone sheath and detachment of the silicone tip component were observed. In both of these, evidence of proper gluing was identified.